Event description:
It was reported that the leg of the gore excluder aaa endoprosthesis featuring c3 delivery system device was occluded due to thrombosis and the physician performed the transverse bypass procedure.

Event description:
On (B)(6) 2014 the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the leg of the device was occluded and the physician performed the transverse bypass procedure. The patient tolerated the initial procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to occlusion of device or native vessel.

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted. Also implanted: (B)(4).